Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Pump passed the displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was 8.2mmol/l at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process and pump passed displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.